Event description:
On august 5th, this lead was implanted for lbbap. During a pacemaker check one week later, the ventricular threshold could not be measured, and CT confirmed a suspected dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.